Event description:
Pt had subclavian catheter in place with a smartsite positive bolus needle-free valve 3000e alaris cap at the end. Pt's wife connected a heparin flush syringe to line to add the heparin and when she unscrewed the heparin, the smart site valve - which is the same white color as the luer lock connector of the heparin flush syringe - unscrewed and was accidentally removed from the subclavian line. The line was then left open against the syringe, causing contamination with skin bacterial flora. Fortunately, the clamp on the line was not unclamped after this occurred. The pt had to have this line removed and replaced with a new line. No complications were reported with this pt. The potential for severe sudden sepsis with an exposed central line was very great. This pt was already immunocompromised by chemotherapy and radiation. There should be some kind of locking pin or system to prevent this cap from being accidently removed. I have heard reports from various nurses at medical center that this is a routine problem and has happened several times at this institution. I do not have specific pt data or dates for these.